Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints. Based on the information provided, a conclusive cause for the balloon rupture could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified de novo superior femoral artery (sfa) that is 40% to 60% stenosed. A 4.0x200mm armada 35 was noted to rupture at first inflation at nominal pressure. Another armada was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.